Event description:
Could not advance filter. "Filter got stuck inside introducer. Resistance in advancing the filter occurred in the 1st third of the introducer. The sheath was cut below the clogged area and a wire was placed through the remaining part of the introducer to keep access. An entire new filter was used to complete filter placement without further complications.